Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery and that the insulin gauge was inaccurate. The customer reverted to alternate therapy for diabetes management. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer's blood glucose level was 130 - 170 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.